Event description:
It was reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler had jerky motion when lowering due to a bent torque tube and bushing and cap for ball screw. It was also reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler had jerky motion when lowering would be an annoyance; however, it is not likely to harm the patient as the fowler was still functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.